Event description:
It was reported that the customer was hospitalized due to due to diabetes ketoacidosis, and he was throwing up. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime and the insulin did exit. Further testing could not be performed as customer stated that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.